Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auto discharged patients were not dropping from medstation. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident. It was determined that the customer had a question regarding discharging a patient. A technical support specialist (tss) dialed into the server to check the station settings and found that the station was set up for auto discharge 23 hours after admission. User mentioned that the patient had already been discharged, but it was still showing. Tss checked the device settings and found that the discharge delay setting was set to 24 hours, which was likely the reason the discharged patient was still appearing. Tss informed the bd consultant about this via email. Tss dialed into the station again and checked the data synchronized debug, confirming that communication between the station and server was good. User later said that the patient had dropped off from the station. Tss reviewed the knowledge article ¿discharged patient showing in all available patient¿ to apply if the issue was not resolved. Tss waited for user update regarding the issue. Tss confirmed that the issue had been resolved and proceeded to close the case. The system functioned as intended after the technical support specialist troubleshot the device.